Event description:
It was reported that backup mode was noted on the implantable cardioverter defibrillator (ICD). The backup mode was resolved with the support of technical services. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.